Manufacturer narrative:
Based on the initial escalation analysis, the sensor was going through transient noise after insertion and it was recommended to take a break for the noise to stabilize. Per the case notes, upon resuming use of the system, the user still experienced noisy readings and as a result a sensor removal was authorized due to poor user experience. The RMA was not received and therefore no further investigation could be performed. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings leading to early sensor removal.